Event description:
It was reported that during a pta procedure, the physician inserted the device for pre-dilatation, but experienced difficulty when advancing the balloon catheter to the intended lesion. The device was successfully removed from the patient. A kink was noted on the shaft of the delivery system behind the balloon. There was no patient injury reported. When the device was returned to the importer, it was noted that it was separated in 2 pieces at 52cm from the luer hub with kinks and bends noted throughout the device. Reportedly, the contact in the field stated that the device fractured during the procedure when it was advancing through the introducer sheath. The device was removed successfully and another device was used to successfully complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The sample was returned for evaluation. The result of this examination indicated that there were numerous kinks close to the proximal fuse and approximately 12 kinks just proximal to the re-port. The ability of the catheter to track the lesion can be determined by the product tip. The tip was measured and found to be marginally out of specification for the profile and end of tip characteristics. The out of specification tip explains why there was difficulty advancing the target lesion. The IFU states: do not advance the guidewire, balloon dilatation catheter, or any component if resistance is met, without first determining the cause and taking remedial action.